Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound (ebus) procedure, the bronchofibervideoscope failed to produce an image on the monitor. The event occurred before sedation, and the intended procedure was completed using an olympus back-up device. There was no report of patient harm associated with this event.